Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported that an alarm sounded on this device. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 10mar2020. B4: 11mar2020. The device was evaluated by the field service engineer, but the reported issue was unable to be confirmed. The field service engineer replaced the power management (pm) printed circuit board assembly (pcba) to prevent recurrence, and the software was upgrade from 2.10 to 2.30. The unit was tested and functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08may2020 b4: (B)(6)2020. Power management (pm) printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be replicated, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.